Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a revision of delta xtend. Loose glenoid implant with broken screws. Screws x 4 42 std glennosphere (B)(6) (lot #5218192) liner 42 +3mm (B)(6) (lot #5225256). Metaglene (B)(6) (lot #5229138/001). The patient had bilateral reverse arthroplasties. The right one is functioning very well with no issues. The left one has functioned well for a long time but has recently become painful and x-rays showed loosening of the glenoid prosthesis and breakage of the screws. There is some lysis around the humeral stem as well, especially medially around the calcar but the stem itself does not appear to be loose. It is going to require a revision and whether this becomes a stage revision with grafting or whether we can do it in one stage is not clear even from the CT scan.